Event description:
It was reported that the right atrial and right ventricular leads had dislodged and were in the superior vena cava. During the lead revision, the physician was not able to get the helix to extend on either lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. F(B)(4).